Event description:
Clinical engineer reports that pump was set for 1mg of morphine (1cc) every 6 minutes. Basal rate was set for 1cc. Lock out was 11cc in 1 hour. Two clinicians checked prescription, according to clinical engineer. As patient was given the pca button to instruct on self administration, clinicians state the 3.1cc of morphine had infused without the patient initiating the pca button. Clinicians clamped off line immediately. Patient was not harmed and required no medical intervention. Clinical engineer states he tested unit in lab but could not duplicate scenario. He states he also erased history. He states he will send pump in for evaluation. No additional information is available.